Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) arrived onsite and confirmed that the g8 was running without any issues. The customer stated that the filter was issue, but error was cleared until the main power switch was turned off and on. The g8 was performing within manufacturer's specifications; no further action was required by the fse. The g8, serial number (B)(4), was installed at the account on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 102 pres limit over the pump pressure has risen abnormally and has caused the shutdown circuit to be activated. Turn the main power switch off and remove the cause of the pressure increase. Refer to 100 pressure high. The most probable cause of the reported event could not be duplicated. The customer was able to resolve the issue prior to an fse arrival onsite.

Event description:
On (B)(6) 2018, a customer reported getting 102 pressure limit over error message on the g8 instrument. The customer replaced the filter and powered off and on the g8 instrument, but the issue persisted. The customer requested service in order to further investigate the issue. The a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Event description:
N/a.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number: (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. In the initial report, the device installed date was listed as on (B)(6) 2017; the correct installed date is on (B)(6) 2017. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number; e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.